Manufacturer narrative:
Investigation ¿ evaluation: visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, instructions for use, quality control data, and specifications. One device was returned for investigation. The device was returned with the handle in the open position and the basket formation in the closed position. The collet knob is tight and secure. The male luer lock adaptor (mlla) is tight. A visual examination noted that approximately 1 cm of the cannulated handle is protruding the collet knob. The support sheath is bent at the nose of the mlla and is partially severed. There were three kinks noted in the basket sheath located at 26.2 cm from the distal tip of the basket sheath and again at 38 cm and 89.5 cm from the distal tip of the basket sheath. A functional test noted the handle does not actuate the basket formation. The handle was disassembled. The cannulated handle was bent at the mlla. The support sheath and basket sheath are still adhered. The coils are offset at the junction of the cannulated handle and coil assembly. A review of the device history record found no non-conformance related to the reported failure. A complaint history search revealed no other complaint associated with complaint lot number 8521768. Per the instructions for use (IFU) precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The basket of the returned device was found to be closed and could not be opened. The sheath of the device was damaged, preventing the basket from functioning properly. The most severe damage was a bend near the handle that bent the cannulated handle. With the cannulated handle bent, the basket subassembly was not able to move freely within the sheath. With the basket assembly not able to move within the sheath, the force applied to the handle when attempting to open the basket would place a force on the cannulated handle, which then likely caused it to be forced out of the back end of the handle. The IFU contains cautions about manipulating the device to prevent damage. A definitive cause for the device damage could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the ncircle tipless stone extractor didn't open properly to start with and seemed to be stuck during a procedure to remove kidney stones. As the black nob was advanced forward, the wire came out the back of the handle. There was a slight delay of three minutes while another extractor was retrieved but no harm came to the patient. Another manufacturers device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.